Manufacturer narrative:
Visual examination of the returned gold probe¿ device noted no visual defects. An electrical load test was performed on the device and the results were out of specifications. Consequently, the device was disassembled and all wire connections were found within specification; however, a short was found in the body connector. The complaint was confirmed. The investigation concluded that this complaint is associated with a product that meet design and manufacture specifications. However, the review and analysis of all available information failed to indicate a root cause for the event of current failure. Therefore, the most probable root cause for this event could not be determined. A review of the device history record confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used in the patient's cecum during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, multiple attempts to cauterize were made; however, the gold probe device failed to transmit current. The procedure was completed with another gold probe device using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe¿ device was used in the patient¿s cecum during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, multiple attempts to cauterize were made; however, the gold probe¿ device failed to transmit current. The procedure was completed with another gold probe¿ device using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.